Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device and starclose se device, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a lower leg interventional procedure. Reportedly, no pulsatile flow was noted from the marker lumen. A second proglide device was attempted; however, a cuff miss occurred. As guide wire access was still maintained, a starclose se device was attempted; however, despite the clip being deployed, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and the use of the starclose se device. No additional information was provided.